Event description:
Procedure type: anterior resection. According to the reporter: instrument was stuck in lower colon after firing since the anastomosis not completely cut. The instrument was removed after manually cutting it free. Some tissue damage occurred as a result and the anastomosis was over sewn. No bleeding was reported. Two days post-operatively a leak at the anastomosis was noticed, and a stoma was set up.

Manufacturer narrative:
Initial report sent: 09/08/2008.